Manufacturer narrative:
Concomitant products: 694765 lead, implanted: (B)(6) 2010; d224trk crt-d, implanted: (B)(6) 2013.

Event description:
It was reported that the patient's left ventricular (lv) lead configuration consisting of two leads connected via an adaptor to the patient's cardiac resynchronization therapy defibrillator (crt-d) was exhibiting low lv pacing impedance and high lv pacing thresholds. The two leads were capped and replaced and the adaptor was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.